Event description:
Small bowel obstruction. Info was received from a study described in an article titled "results after laparoscopic lysis of adhesions and placement of seprafilm for intractable abdominal pain" by leena khaitan et al. In this study, 19 pts who underwent laparoscopic lysis of adhesions and placement of seprafilm between july 1998 and july 2001 were evaluated for chronic intractable abdominal pain after placement of seprafilm. This is the second of 2 serious reports described in the article . The pt has a history of left inguinal hernia repair in 1975, orchiectomy in 1987, and pelvic lymph node dissection in 1988. In 1998, the pt initially underwent a laparoscopic short bowel resection and lysis of adhesions which was converted to open surgery, and 2 sheets of seprafilm were placed. Twenty-one months after surgery, the pt had no symptoms with no pain medication and a normal diet. At 32 months after surgery, the pt was not on narcotics and was without pain. Pt had one admission for small bowel obstruction. The relationship to seprafilm was not provided by the authors.